Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not pairing. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: there are broken inserts on the housing of the unit. Physical damage. The device was however deemed non-repairable and was being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr vue wireless footswitch reusable device was not pairing. During in-house engineering evaluation, it was determined that there were broken inserts on the housing on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.